Event description:
The customer reported that the unit of measurement setting of their freestyle flash changed. There was no report of death, serious injury or mistreatment. The customer's meter has been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.